Manufacturer narrative:
Activa pc+s (model 37604 [main device] and model 3708760 [system reported device]) is not a marketed device, but is similar to other marketed devices. Thus, it is reportable for malfunction, not serious injury, although unanticipated surgical intervention did take place. Other relevant device(s) are: product ID: 3708760, serial/lot #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, ubd: 16-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a replacement surgery for normal battery depletion the implantable neurostimulator (ins) pocket was difficult to open due to the wound being very overgrown with adhesions. The hcp was only able to expose the ins after about 30 minutes. When the ins was exposed it was seen that the extensions were glued into the ins with silicone glue and protective sleeves. There was a problem when loosening the extension from the ins as it was stuck to the extension. During the action the left extension on the connector block was torn off. The damaged extension was exchanged for an intact one. The connection point on the head was opened and the connection was released from the electrode. The new extension was implanted without any problems and the issue was resolved.

Manufacturer narrative:
H3: analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. H3: analysis determined that the extension body was cut through and the product segmented. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.